Event description:
It was reported a leak occurred in one clearlink system non-dehp solution set. The leak occurred during total parenteral nutrition (tpn) infusion on an infant in the neonatal ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6 and h10 h10: the device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing including pressure and clear passage underwater testing, and a leak was observed between the assembly of the tubing into drip chamber. The reported condition was verified. Upon further inspection via 100x stereoscope, marks of the solvent were not uniform in the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.